Event description:
It was related that a patient underwent an unknown spinal procedure with disc implantation. At an unknown time post-op, the patient presented with complaints of neck pain related to bone loss around the disc as well as numbness in the right arm. No further details are known at this time.

Event description:
It was reported that the patient underwent a procedure for artificial disc replacement at c3-c4. At 59 months post-op the patient a painful neck from overuse and cervicalgia was noted. It was expected the symptoms of neck discomfort would fully resolve as the symptoms were self-limiting and it was noted this event was a musculoskeletal condition. At 64 months post-op the patient had a painful neck. It was noted the patient had ongoing neck pain related to overuse. According to the case report form, a recent review of films showed the patient had developed osteolysis. Current x-rays showed a progression of this condition with a loss of bone of the c4 vertebral body. Surgical revision with an explant of the artificial disc with a corpectomy and fixation was recommended. The assessment was bone loss related to the arthroplasty device of uncertain etiology which was suspicious for osteolysis. It was recommended the patient undergo revision surgery with device removal fusion and fixation. At 64 months post-op it was noted that the patient has had ongoing dysphagia since surgery. It was noted that the event was related to the surgical approach and the level of the surgery. Approximately 70 months postoperatively, the patient had increased neck pain. It was noted surgery was recommended but the patient refused. Films from the 70 month postoperative evaluation were compared to films from the 64 month postoperative evaluation and showed no additional bone absorption; therefore, the patient was stable at c3-c4. Approximately 79 months postoperatively, the patient had neck pain and this visit was a follow-up of bone erosion around the device. Treatment included conservative care with medications. At the 124-month postoperative evaluation, the patient reported neck pain related to bone loss around the disc continued. The patient reported mild neck pain related to age. The patient reported sometimes experiencing numbness in the arms at night. Treatment included rest. The patient was not taking medications for this issue. No diagnostic procedure was performed. The patient reported she was happy with the results of her surgery and symptoms were very mild. The patient reported feeling well this past year.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.